Event description:
Complainant alleged that the device powered on without display. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and will be providing a follow-up report when our investigation is completed.